Event description:
It was reported that the patient's system controller was exchanged due to it "heating up". The system controller was found to be at normal temperature during clinical visit, but the device was exchanged anyways. The patient called the coordinator a few hours after the exchange to report that the system controller that they received in office was now "warming up". The patient was asymptomatic and had no alarms. Power was 3.5, pulsatility index was 4.6. The patient stated that the system controller was resting in its holster on top of the patient's body while they were laying on the couch. Log files were submitted for review and captured low flow events on 13mar2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred at times when pulsatility index was elevated. The system controller temperature spec range was 30 ¿ 50 c. The event and periodic logs showed the temperatures were with the normal range. The event log captured its highest temperatures between (B)(6) 2026 at 15:54:44 and (B)(6) 2026 at 10:19:23. It was said that the holster can keep the system controller case warmer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.